Event description:
It was reported that the customer had issues with the piston and cracks. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, self test, and an error alarm test. All the operating currents were within specification. Off no power alarm functions properly. However, the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. Further testing could not be performed due to the prime anomaly. The device had scratched screen, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.